Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in five (5) tubes and there were scratches on two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer?: yes. D9: returned to manufacturer on: 03-mar-2026. Investigation summary: bd received five samples for investigation. During visual inspection for foreign material, all 5 samples failed. Additionally, when visually inspected for scratches, 3 out of 5 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: scratch on product/component and foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in five (5) tubes and there were scratches on two (2) tubes. No adverse impact was reported regarding the patient or user.